Event description:
It was reported that, this right ventricular (rv) lead exhibited oversensing during multiple tachy episodes and high pacing and shock impedances out of range. The integrity of the rv lead was questioned. No adverse patient effects were reported.